Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube, although, the tube presents sign of being used, no deformations neither occlusions were observed. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. In addition the device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had deformation of lumen near 27 mm marking. It was reported that the device was unable to advance bronchoscope pass deformation and unable to clear patient's secretions. The patient was required re-intubation.